Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), gap of 7-10mm and thin lateral leaflet for a triclip procedure. During the procedure, first triclip was implanted on the anterior and septal leaflet. A second triclip was placed on the central side of the posterior and septal leaflet (p/s). Grasping and capturing was performed and leaflet assessment was good. After lock line removal while deploying the clip, posterior leaflet was visually detached. Clip was deployed and the clip was attached to only septal leaflet. It was decided to implant the third clip for reduction and stabilization. Grasping and capturing was successful and leaflets insertion was good. Clip was closed and had good tr reduction. But after few minutes, the posterior leaflet slipped out of the clip. It was noted that there was damage to the posterior leaflet due to the third triclip. Physicians decided to remove the clip. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unchanged tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4614 was removed and 4641 was added.